Manufacturer narrative:
(B)(4). E1: reporter is zimmer's biomet clinical lead based in switzerland. G2: foreign ¿ austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : device location is unknown.

Event description:
It was reported through a clinical study that a patient underwent initial right total hip arthroplasty due to post-traumatic osteoarthritis. Subsequently, the patient underwent revision surgery due to pain and loosening. The patient underwent a second revision due to painful loosening on an unknown date during the autumn of the same year. Attempts have been made and no further information has been provided.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were provided and reviewed by a health care professional as follows: some heterotopic ossification identified but left in place as it was determined not to lead to impingement extensive scar tissue identified implants trialled and placed without complication with slightly longer right leg than left. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.